Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2017, when the small roller pump was powered up, it reported many "entering broken mode 56". The pump was rebooted and powered up normally at 07:16:36 am. During laboratory analysis, the product surveillance technician (pst) observed pump pod to pass test fixture, cold chamber testing and visual inspections. Pump pod functioned properly during evaluation with no failure to boot. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per field service representative (fsr), the customer tried to unplugged the power cable and reconnected it. The roller head booted up. The fsr downloaded the logs and forwarded it to a technical support specialist. The logs confirmed that there was a failed boot up. The fsr opened the roller pump and examined the cables and was not able to duplicate the issue. The fsr replaced the pump module as it was the most probable cause of the problem. He reassembled the roller head and completed testing. The fsr updated and saved the configuration for new pump module. The unit operated to the manufacturer¿s specifications. The pump module was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump would not boot up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.